Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a crack at the level of the set deaeration chamber, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The leak was not detected during priming of the device which ruled out a transportation issue. The cause of the component damage was determined to be related to improper storage or handling by the user. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deaeration chamber of a prismaflex st100 set was observed to be cracked and leaked blood during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.